Manufacturer narrative:
The following devices were also listed in this report: cat#; device name; lot#: 64812130; mrhk bumper insert - neutral; unknown 64952105; gmrs small femoral bushing; unknown 64812140; mrhk tibial sleeve; unknown 64952020; gmrs dist fem comp sml r 65mm; unknown 64812100; mrh tib rot comp xs-xl; unknown 64952115; gmrs small axle; unknown 64952105; gmrs small femoral bushing; unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The following information was provided: it was reported that upon revision, polyethylene wear was observed on the tibial sleeve, tibial insert, bumper. Rotating component, distal femur. Patient revised due to right knee instability. Patient revised with new, analagous components.